Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to an infection. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3708220, lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6) product type: extension, product ID: 3093-28, lot#: v741606, serial#: implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID: 3093-28, lot#: v741606, serial#: implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).